Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient forgot to close the clamp on the unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It warns the user to make sure all clamps on unused fluid lines are closed securely. It instructs the user to close all clamps while preparing to load the disposable set. Also, it warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 4, while the hp was connected. The hp had an open clamp on the unused supply line during therapy. The technical service representative (tsr) assisted with clearing the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.